Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing, and the lead exhibited varying impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was fractured, the inner tubing was kinked/buckled, the exposed defibrillator coil had a white substance, and there was blood in/on the helix mechanism and sleevehead.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.